Event description:
The user facility reported during surgery flakes from the instrument went into the pt's eye. The surgeon was able to wash out the flakes with no injury to the pt.

Manufacturer narrative:
Eval completed. One (B)(4) was returned discolored. Under microscopic examination the instrument meet spec and showed no evidence of material defect or mfg error. There was normal color tarnish for silver solder, which can be caused over time with improper cleaning. Proper cleaning of silver solder is located on the b+l website.